Event description:
It was reported that the patient received an inappropriate shock. Subthreshold measurements and oversensing were noted. There was an apparent fracture.the lead had appeared to pull back into the svc and the svc coil was "sitting outside of the atrium up in the subclavian area." The lead was replaced. There were no further patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. Device performance data indicates the rv pace impedance measurement was in the 400 - 500 ohm range except for a single reading of infinite in 2009. The lifetime ventricular sensing integrity counter is 3351 and all counts occurred since 2009. A high value of this count can indicate a possible intermittency in the system. Evaluation summary the actual device was not received for evaluation. We did receive performance datal collected from the device and have analyzed the data. Impedance - high ventricular impedance/resist the rv pace impedance measurement was in the 400 - 500 ohm range except for a single reading of infinite the following month. Noise - interference/noise the lifetime ventricular sensing integrity counter is 3351 and all counts occurred one month prior. A high value of this count can indicate a possible intermittency in the system.